Event description:
The customer called to report high bgs. Customer sounded confused and is having difficulty speaking and focusing. The customer refused to be assisted by the paramedics. Later, a certified diabetes educator called and stated that the customer was hospitalized for high bgs.